Manufacturer narrative:
The reported ventricular tachycardia existed prior to lvad placement. The patient was known to have cardiac arrhythmia as evidenced by the presence of aicd. Available information has no indication of, or report of, any adverse patient effect related to the lvad. This event is considered non-reportable upon further review. Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia (vt) could not be determined. The patient was reported to have non-sustained vt prior lvad implant and had an ICD placed. On the morning of the event, the patient reported being in their usual state of health and completed 10 minutes on a recumbent bike without issue. While sitting in the washroom, the patient experienced a strange feeling in their chest and was shocked twice. ICD interrogation reportedly found that the first shock accelerated the patient¿s arrhythmia to ventricular fibrillation, which was terminated by the second shock. Review of the submitted log files show the pump operating as intended at the set speed with all pump parameters stable. The customer reported that the patient was treated with IV amiodarone and oral dilantin and planned to perform ablation on (B)(6) 2020. The patient remains ongoing on vad support and no further issues have been reported. Heartmate 3 lvas IFU rev. C lists cardiac arrhythmia as an adverse event that may be associated with the use of the hm3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with implantable cardioverter-defibrillator (ICD) shocks in the setting of recurrent ventricular tachycardia (vt). It was additionally reported that the patient's arrhythmia did not result in clinical compromise, and that the patient had non-sustained vt prior to vad for which they reportedly received another manufacturer's ICD. While at cardiac rehabilitation, the patient used the recumbent bike for 10 minutes with no issues. He then went to the washroom and then sat down in the waiting room where he reported a funny feeling in his chest. At that time, he was shocked twice by his ICD. An interrogation of the patient's ICD revealed monomorphic ventricular tachycardia (mmvt) failing several rounds of anti-tachycardia pacing (atp). The patient was shocked which accelerated his arrhythmia to ventricular fibrillation (vf) which was terminated by a second shock. The patient was treated with intravenous amiodarone at 0.5mg/min and dilantin 100mg (level 7.7) by mouth twice a day, with a plan for vt ablation on (B)(6) 2020 or (B)(6) 2020.